Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f18022 and h11e23024 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following information was provided. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was unknown but the nurse stated, the air conditioner was blowing down on the patient while she was doing her exchanges. Treatment was not reported. On (B)(6) 2011, the patient was discharged and was recovering. Dianeal therapies were ongoing. The nurse stated that the event of peritonitis was unrelated to dianeal therapies.